Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash. The patient's physician reported that the patient was allergic to the nickel in the therapy electrodes and prescribed steroids for the patient. The medical outcome of the rash is unknown.